Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation, a prolapsed posterior leaflet, and a posterior flail for a mitraclip procedure. Two mitraclip nt were implanted in the posterior commissure and a2/p2 (anterior 2 and posterior 2 leaflet segments). The final mr grade was 1. On (B)(6) 2025 a postoperative transthoracic echocardiogram (tte) was performed and a single leaflet device attachment (slda) was observed with the second clip. The second clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr grade increased to 4. A second clip intervention was performed and a third mitraclip was implanted on the lateral side of the second clip. The final mr grade was 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported mitral regurgitation is a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.